Manufacturer narrative:
Device not returned. Device is still implanted in patient and therefore, it is not available for evaluation. No eval will be performed. Should device become available with additional information, a supplemental report will be issued.

Event description:
It was reported that, "cup went wall - broached to #7 p/f. Flo assigned reamer #7 p/f. Trial seated at calcar nicely. Actual #7 stem impacted & sat 3-4mm proud. Re-broach 6-8 2/3. Reimplanted & still proud. Took out 2nd time. Axisly reamed to #7 - rebroached & lateralized 3rd seating still 2-3mm proud. Left & went to -3(28mm) head".